Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have thermal damage on the bipolar yaw pulley. The instrument was found to have an exposed electrode on one of the bases of the bipolar forceps grip. The instrument also passed the electrical continuity test. There was no sign of damage on the conductor wire. The instrument was also found to have scratch marks/abrasions on the edge of the bipolar yaw pulley. The scratch marks/abrasions were found on both side of the bipolar yaw pulley. The complaint was confirmed by failure analysis. Review of the provided image is performed by isi regulatory post market surveillance analyst and found the following additional information: the image is consistent with the customer reported complaint of thermal damage located at the base of the jaw.

Event description:
It was reported that prior to the start of a da vinci-assisted prostatectomy surgical procedure, the fenestrated bipolar forceps's instrument tip had burnt marks. It was noted that it might have burnt and damaged during the 8th use. The procedure was completed with no reports of patient injury.